Event description:
The manufacturer representative (rep) reported a confirmed overdischarge. Because recharge data showed date of (B)(6) 2000, technical services questioned caller about the clock. It appeared that the patient had overdischarged about 6 months ago. The rep must have forgotten to change the date at the time, but did clear the por, since the patient was able to use stimulation after. The indication for therapy was complex reg pain syndrome type ii and spinal pain. Additional information received reported that a physician mode recharge (pmr) was conducted and the implantable neurostimulator (ins) was flipped over. After clearing the por, the patient was able to charge. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a rep. It was reported that the patient had a previous history of overdischarge. With one of the previous overdischarges they told the patient how to do a prm at home, and at home the device flipped over to a normal recharging session but the patient didn¿t see any error codes and was able to turn on the device right away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.